Event description:
Patient reports they were filling his weekly 4 cassettes of remodulin and patient states one was leaking. Patient states one of the cassettes had a pierced bladder and the mixed medication was leaking from the bladder into the cassette. Also when he turned it upside down it leaks as well. Lot number of cassette: 6070601. Expiration date: unknown. The other 3 cassettes he made were of the same lot number and had no issues. This did not happen while patient was infusing and did not contribute to any injury. Patient was able to continue infusion without issue. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are not applicable to event. No further information. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Did pharmacy replace cassette? Unknown. Is the cassette available to be returned for investigation? No. Outcome of the event? Resolved. Describe in detail any, and all damage to the cassette: one of the cassettes had a pierced bladder. Was pt able to successfully continue their infusion: yes. Infusion is life sustaining.